Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that six days post-implant of a leadless implantable pulse generator (ipg), the patient experienced bradycardia. The ipg was noted to have high threshold and no capture. A dislodgement of the device was suspected and a temporary pacing system was implanted. An explant and replacement procedure is planned. No further patient complications have been reported as a result of this event.